Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-six (46) minicaps were damaged. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.